Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at rated burst pressure for 30 seconds at first inflation. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning at the tip of the device and extending approximately 7mm proximally across the balloon material. As per the IFU, the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the hypotube/shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at rated burst pressure for 30 seconds at first inflation. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).